Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.0 diopter into the patient's right eye (od) on (B)(6) 2020. Intraoperatively the lens was removed due to excessive vault.at a later date a shorter lens was implanted and the problem was resolved. The cause of the event is reported as unknown.